Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) on the non boston scientific (bsc) lead which cause oversensing. No pacing inhibition was noted. Sales representative confirmed that the cause of the lss and oversensing was due to an insulation issue on the non bs lead. Data was sent to boston scientific technical services (ts) for their reviewed. At this time, the system remains in service. No adverse patient effect were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).